Manufacturer narrative:
This report is for an unknown distractor implants/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis.

Event description:
It was reported that on (B)(6) 2019, that an unknown curvilinear distractor could not fully distract during an unknown case. The surgeon said that the apnea-hypopnea index improved from 45 to 12.8 which is a desired outcome but the one side appeared to have opened 3mm versus the other side at 12mm and the goal for both sides were 12mm. The surgeon did not fully tighten an extension arm during initial implantation procedure which resulted in taking back the patient to the operating room and then tightened an extension arm. The surgeon was still not able to get distraction on that side. The devices were still in the patient and the surgeon plans to send them in after they are explanted. The surgeon is allowing the normal consolidation process to complete before the devices are explanted. It was unknown if there was surgical delay. Surgical procedure and patient outcome is unknown. Concomitant device: unknown plate (part unknown, lot unknown, quantity 1) unknown screw (part unknown, lot unknown, quantity unknown) patient specific guide with planning (part sd900.111, lot unknown, quantity 1). This report is for one (1) unk - distractor implants: curvilinear. This is report 1 of 1 for (B)(4).